Manufacturer narrative:
Corrected data: d6b: explant date: "on (B)(6) 2023" should be removed and "on (B)(6) 2023" should be added. B5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.0/+1.5/112 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced an excessive vault and significant reduction of iridocorneal angles. On (B)(6) 2023, the lens was explanted and later replaced with the same model, shorter length and the problem was resolved. The reporter indicated the cause of the event is other. Claim#: (B)(4).

Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles, shallow chamber. H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -4.5/1.0/153 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports there was shallow chamber, excessive vaulting, significant reduction of irido-corneal angles, and on (B)(6) 2023 the lens was explanted and later on this same date replaced with a shorter length lens and this resolved the problem. The cause of the event was reported as "other".